Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2008. In (B)(6) 2010, surgical intervention was undertaken to relocate his ipg pocket. It was reported that the patient has not utilized his system since the beginning of (B)(6) due to overstimulation he experiences at the ipg pocket and down his right leg whenever therapy is in use. The resulting pain allegedly necessitated a visit to the emergency room. Follow-up on this matter, found that surgical intervention was undertaken on (B)(6) 2011 to relocate the patient's ipg. The patient is reportedly recovering well with no further complications reported.